Event description:
It was reported that patient got a bad urinary tract infection by using purewick female external catheter. It was stated that the patient used wick only a few times and was not using the purewick urine collection system anymore. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was confirmed as use related. A root cause for this failure could be "user attention failure, places device incorrectly or is unaware of the proper placement of the device". The lot number was unknown and the event is use related; therefore, the device history record review was not performed. The instructions for use were found adequate and state the following: "ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter. Properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient got a bad urinary tract infection by using purewick female external catheter. It was stated that the patient used wick only a few times and was not using the purewick urine collection system anymore. Per follow up via phone on (B)(6) 2021, customer stated that the problem was not the purewick urine collection system, but it was that they had no help and could not place the wicks by themselves. When the wick was placed correctly, it captured all of the urine. The urinary tract infections were frequent, and customer felt that they were related to both the purewick urine collection system because it was always wet and their own health conditions. Customer had multiple antibiotics to treat the urinary tract infection. Customer had one recommendation, that the hose could be a little longer to accommodate larger women and an ability to turn over.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient got a bad urinary tract infection by using purewick female external catheter. It was stated that the patient used wick only a few times and was not using the purewick urine collection system anymore. It was unknown what medical intervention was provided for urinary tract infection.